Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement greater than 145 ohms. A review of the device data identified the out of range measurements is chronic and has been occurring for over two years. The account is aware and has been monitoring the measurements. No adverse patient effects were reported.